Event description:
A healthcare provider reported that the patient had electrode issues and the electrodes had failed. In (B)(6) 2016 high impedances were noticed on 2 electrodes. There was no change in behavior noted so those electrodes were removed from the patient's configurations. In (B)(6) 2016 the patient had lost the ability to stand. They had another impedance check performed and 2 additional electrodes were showing high impedances. The patient's standing program was adapted to remove those electrodes from use. The patient was then able to adapt and stand with the new program. However, as of (B)(6) 2016 the patient once again had a loss of standing ability and their voluntary movements seemed to be affected as well. They wanted a manufacturer representative to check the device and perform an impedance check to see if other contacts and gone bad.